Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was replaced because of the size of the device relative to the patient¿s small body. It was also noted that the skin was severely stretched over the device causing a potential for protrusion of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.